Manufacturer narrative:
Initial reporter postal code: (B)(6). The lot was manufactured between march 30, 2017 - march 31, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo does not show clear evidence of liquid inside the green overpouch that contains the infusor device. The reported issue cannot be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had leaked. The leak was identified prior to use and while the device was still in the over pouch. The infusor was filled with 8000mg flucloxacillin in 0.9% sodium chloride. There was no patient involvement. No additional information is available.